Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient fell and their 15x152mm bowed canal-filling segmental stem fractured. The patient underwent a revision surgery on (B)(6) 2023 and the following implants were revised: two male-female midsections and segmental stem. The 15x152mm canal-filling bowed segmental stem was revised to a 15x152mm cemented bowed segmental stem. No additional information regarding this adverse event has been reported.